Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient experienced an underinfusion while connected to a large volume infusor. The device was filled with tazocin ef 18000mg in 240ml 0.9% sodium chloride. The patient only received half of the tazocin ef. The infusor was in the bumbag around the waist at room temperature. Patient was seen in the hospital and the infusor was stopped and the patient was switched to an unspecified oral medication (drug name, dose, frequency and duration not reported). There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Device manufacture date: 04/08/2016-04/09/2016. The actual device was not available; however, two companion samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Functional flow rate testing was performed and passed successfully with no issues relating to the reported condition. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.